Manufacturer narrative:
Summary of event: as originally reported, prior to use for an unknown procedure, a performer introducer was unable to be flushed, and the dilator would not advance into the sheath. The procedure was successfully completed with another device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and evaluation of the device, the sheath valve was dislodged and pushed into the sheath. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complaint device was returned to cook for investigation. The silicone disc was dislodged from the hub of the sheath and pushed down into the shaft approximately 16.1 centimeters from the hub. No damage was found on the sheath or dilator and both the sheath and dilator flushed without issue. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other relevant complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to the design or manufacturing of the complaint device, contributed this incident. The silicone disc was found pushed into the shaft of the sheath, which indicates that the cause of difficult advancement of the dilator was due to the dilator dislodging the disc during initial advancement of the dilator into the sheath. However, the reason the dilator dislodged the silicone disc cannot be determined at this time. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). G4: PMA/510(k) number = k171999. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, prior to use for an unknown procedure, a performer introducer was unable to be flushed, and the dilator would not advance into the sheath. The procedure was successfully completed with another device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and evaluation of the device, the sheath valve was dislodged and pushed into the sheath.